Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 231 mg/dl, confirmed by glucometer, after pairing a g7 continuous glucose monitor (cgm) to a receiver and having dosing suspended on the ilet for approximately two days until a fingerstick was entered to resume automated dosing and corrections. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included resumption of insulin dosing and correction delivery after troubleshooting and education. Investigation included customer care review of device use, cgm pairing status, dosing suspension status, and user guidance to enter a fingerstick to restart dosing. Investigation of this case revealed that dosing was suspended due to cgm workflow and was resolved by appropriate user action to restore therapy; the device functioned as designed once dosing was resumed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with cgm pairing and required confirmation to resume dosing.

Manufacturer narrative:
Initial.